Event description:
The customer called for help in performing a control test. He performed several tests and received a result of 259 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer service rep suggested the customer return the test strips for eval. The other control tests results had been within the control range, so the customer declined to return his test strips.